Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicated that foreign objects inside the secondary water supply tube, nozzle, plastic distal end cover, light guide lens, and control section was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.